Event description:
It was reported that during the initial implant procedure, prior to introduction into the body of the patient, the device was unable to be interrogated using radio frequency (rf) telemetry. The device was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no rf communication was not confirmed. The device was received with normal inductive and rf telemetry communication. Electrical and mechanical tests performed did not identify any functional issues. Longevity assessment found the device was operating at beginning-of-life voltage with appropriate remaining longevity.